Event description:
Medtronic received information that 59 months post implant of this transcatheter bioprosthetic valve, a minor stent fracture was noted. The valve remains implanted with no intervention noted.

Manufacturer narrative:
Product analysis: without the return of the product, no definitive conclusion can be made regarding the clinical observation. The valve remains implanted with no medical treatment given. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. If additional information is received a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.